Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a restricted leaflet and more than usual chordae. A mitraclip xtw was inserted. However, difficulties visualizing the clip occurred, and the clip became in caught in chordae. Troubleshooting was performed, and the clip was able to be freed from the chordae. However, it was observed that a chordal rupture occurred. The clip was then removed and replaced. One clip was then successfully deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.